Event description:
A complaint was received from a customer that reported when they insert a reagent strip into the meter "gibberish" is displayed. While on the phone a review of the system was conducted. It appears that portions of all digits are missing. A request was made to return the system for evaluation and in the meantime, a replacement unit will be provided.